Manufacturer narrative:
Follow-up 1: investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. The reported issue by the end customer could be confirmed by the logfiles analysis. The device alarmed with tf5507. 2025-01-31 09:53:40 tf : 5507 tech fault 5507. 2025-01-31 09:50:29 tf : 5507 tech fault 5507. 2025-01-31 09:47:21 tf : 5507 tech fault 5507. 2025-01-31 09:44:14 tf : 5507 tech fault 5507. 2025-01-31 09:40:57 tf : 5507 tech fault 5507. 2025-01-31 09:38:32 standby on special 506. To address the issue, a replacement sensor board was shipped to the end customer, which resolved the problem.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device is displaying tf5507 after the preventive maintenance of the device and running on a test lung. No patient involvement.